Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the pump touchscreen was cracked and unreadable. Reportedly, customer was only able to view one third of top right hand side of pump screen. The customer¿s blood glucose was 95 mg/dl. The customer reverted to manual injections for insulin therapy.